Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced three infusion set failure events as the adhesive did not adhere, on 24-feb-2026, due to strong insulin odor and moisture being noticeable on the patch; the blood glucose level subsequently reached 300 mg/dl, the insertion site was the abdomen, and the patient replaced the infusion sets and successfully resumed insulin therapy. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2026-02142- device 3 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.